Event description:
It was reported that the infusion pump was being used for a pitocin infusion. After the infusion rates were tritated for approx 13 hrs it was observed that the 1000 ml solution container was still full. It was calculated that over 600 ml of solution should have been administered. The infusion pump appeared to be running during that time. The pump was removed from pt use and the therapy was continued with a different pump. No injury to the pt or infant occurred.